Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead, ubd: asku, UDI#: asku medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that three weeks after spinal cord stimulation (scs) implantation that ¿fluid infiltration was observed from the wound at the lead insertion site.¿ it was further reported that ¿there was a period of time when the phlegm continued to flow after implantation, requiring blood transfusion.¿ upon monitoring, by the fourth week, the wound at the lead insertion site had completely opened. Due to the risk of infection, both the lead and ipg were explanted on (B)(6) 2024. It was unknown whether any external factors may have caused the event. No further complications were reported or anticipated.